Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, the customer experienced hyperglycemia with symptoms described as confusion and self-treated with an insulin injection (dose/type unspecified). The customer then had contact with a healthcare provider who administered a saline and insulin drip (dose/type unspecified) for treatment of a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is (B)(6) 2023. The medical event associated with this case occurred on 27-oct-2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.